Event description:
Received report that a core reamer shattered resulting in lifting a central core of the tibial plateau, causing an intra-articular tibial plateau fracture of the central aspect of the plateau. This required surgical repair.